Event description:
It was reported that during an unknown procedure, an error code 5 was displayed during use and the blade broke off. Since the broken piece did not fall into the patient, no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.